Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found as well as a defective printed wire assembly (pwa) board. The customer's problem was replicated. The dso sensor and pwa board were replaced to fix the issue.

Event description:
It was reported that the device displayed ''cassette not attached properly. Reattach cassette'' when cassette set was inserted properly. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.